Manufacturer narrative:
According to the logfile analysis and siemens expert opinion, the reported error was probably caused by dmc power supply or lost connection to ncu, which could be technically recovered after restoring the power supply or reconnecting the cable to ncu. According to the feedback from the customer and siemens local service, the user fixed the issue by themselves and refused to provide more details about the fix.

Event description:
It was reported to siemens that a malfunction occurred while operating the artis one system. During an interventional neurology treatment for subarachnoid hemorrhage, the system c-arm stand movements were blocked, and the machine activated collision protection. The device displayed imaging errors on the monitor, and the image was blurry. Due to low image quality, it was not possible for the user to perform the procedure; and the sedated patient was transferred to a different facility to complete the procedure. The treatment was successfully completed on an alternate unit. There are no indications of any adverse effects on the health status of the involved patient.

Manufacturer narrative:
Siemens is conducting a thorough investigation of the reported event. A supplement report will be filed if additional information becomes available.